Event description:
It was reported that an ilet insulin pump became intermittently unresponsive unless placed on its charging pad, consistent with a screen or user interface freeze and possible power or charging dependency. Symptoms included hyperglycemia requiring a manual subcutaneous insulin injection. Outcomes included temporary discontinuation from the ilet for a safety interval after the manual injection, with no hospitalization reported. Investigation included customer care troubleshooting attempts and education on safe disconnection following off-pump insulin dosing. Investigation of this case revealed no confirmed device malfunction due to the inability to complete live troubleshooting and the absence of device evaluation. It was concluded that the issue could not be confirmed and that user guidance on safe use and monitoring was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.